Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. There was an "air detected in cassette" warning and when he opened the cassette door there was fluid on the tubing set. The patient was advised to contact his pd nurse, the set was not made available for evaluation. During follow up his pd nurse reported that the patient did not have signs of infection and his effluent has remained clear. The patient was administered 1 gram of prophylactic antibiotic vancomycin. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.